Event description:
In feb-2006 (date unknown0 while the patient was injecting, the needle broke off in her abdomen. That same day se saw her medical doctor who arranged for an x-ray. The x-ray was performed and the needle was not visible. The doctor spoke with her about the results and advised that she have no further testing. The consumer that there have not been any changes at continued in additional info section the injection site where the needle broke off since the event occurred. The consumer reported that there were no abnomalities with the novofine 31 prior to the injection. The consumer reported that she takes two injections per day. But she does not resue her needles and she is familiar with the use of the product. The consumer performs an air shot prior to each injection and removes the disposable needle after each injection. The needle hub is not available for examination as it was discarded.